Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: visual analysis of the photographs identified appears to be biological tissue color red, biological tissue color red and have fluids clear inside the device. Reason for reoperation: capsular contracture,baker grade unknown.

Event description:
Healthcare professional reported "significant capsule contracture," baker grade unknown. Patient additionally reported "neurological disorder, specifically, "foraminal stenosis c6-7;" this event is not related to the device. This record is for the right side. Device has been explanted.